Manufacturer narrative:
A review of product historical data for any trends and all customer complaints received for this issue did not identify any trends or complaints. Return testing was not completed as returns were not available. The red blood cells (rbc) measured significantly higher on the ruby than the alinity, the platelets (plt) measured significantly lower on the ruby than the alinity, and the hemoglobin and the mcv showed good agreement between the analyzers. The difference in the rbc measurement is the contributing factor for the higher hct results reported from the ruby. On (B)(6) 2019 the ruby serial number (sn) (B)(6) analyzer was calibrated to ruby sn (B)(6) to correct rbc, plt and hct bias between this analyzer and all other fbc analyzers in the hospital. On (B)(6) 2019 comparison studies between all hematology analyzers in the hospital found the hct, rbc and plt results to be acceptable. The most likely explanation for the incident is that even though both instruments are calibrated with their own calibrators properly, to compare results, the two instruments need to be cross calibrated according to the method described in clsi h26-a2, the alinity hq operations manual, and the cell-dyn ruby operator's manual. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the cell-dyn ruby, sn (B)(6).

Manufacturer narrative:
There is no further patient information provided due to privacy issues. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported the cell dyn ruby rbc results are not matching the alinity hq analyzer. Rbc results are used to calculate the hematocrit (hct), therefore the hct values are elevated on the cd ruby compared to the alinity hq. The customer performs therapeutic phlebotomies on polycythemia vera patients based on the hct and their decision point is >0.45. The patient results provided: on (B)(6) 2019 (B)(6) ruby = 0.46 / alinity = 0.422. This patient had an unnecessary therapeutic phlebotomy based on the elevated ruby hct results.